Manufacturer narrative:
(B)(4). It was reported that during the mapping phase of right ventricle, physician has seen there was a tamponade before starting the ablation. Two catheters were introduced in the right ventricle, one fixed quadripolar placed near the septum of the ventricle, and one mapping catheter (smartouch sf, bidirectional) used to do the map. The returned device was visually inspected and it was found in normal conditions. Per the event reported, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 01/20/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant product used during procedure: one fixed quadripolar catheter. (B)(4). The device was not returned to bwi.

Event description:
It was reported that a patient underwent idvt ablation using smarttouch sf catheter and suffered cardiac tamponade which was treated with pericardiocentesis during mapping phase. 200ml fluid was removed. The patient had extended hospitalization and was fully recovered. The physician assessed that the cause of the adverse event could be caused by quadripolar catheter (not smarttouch catheter) due to a mechanic movement of the ventricle. Bwi takes conservative approach to report this event under both smarttouch catheter and quadripolar catheter, separately.

Manufacturer narrative:
New information: two biosense webster (bw) catheters were introduced in the rv, the webster® quadrapolar fixed catheter placed near the septum of the ventricle and the thermocool® smarttouch¿ sf bi-directional catheter used to create the map. The patient was required extended hospitalization. One week hospitalized, two first days in intensive care unit. No transseptal puncture or ablation was performed. The patient did not receive anticoagulation. The patient is still with ventricular tachycardia. The flow setting of irrigated catheter is 2ml/min. The physician did not consider cancelling the procedure caused a potential risk to this patient.